Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt unable to complete functional testing. The cause for the failure was isolated to an intermittent pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.